Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and was treated with unspecified antibiotics for the event. The cause and action taken with pd therapy were not reported. The patient outcome was reported as" repaired after starting antibiotics". No additional information is available.

Manufacturer narrative:
Date of event: the event was reported to have occurred on an unreported date in (B)(6)2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.